Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported complaint condition. Once the investigation is completed a follow up report will be filed. Reference: e-complaint: (B)(4).

Event description:
Absorbable staples used to close abdominal incision (c-section) and on post-op day one, incision was found open 80%. This required re-stapling of incision with metal staples. Reference : e-complaint: (B)(4).

Event description:
Absorbable staples used to close abdominal incision (c-section) and on post-op day one, incision was found open 80%. This required re-stapling of incision with metal staples. Reference : e-complaint - (B)(4).

Manufacturer narrative:
Reference: e-complaint - (B)(4). Investigation: x-initiated manufacturer's investigation. X-no sample returned. X-review DHR. Analysis and findings : distribution history: the product 2030 was manufactured by epc for csi and completed on 9/11/15 under work order (B)(4). Manufacturing record review: DHR-191001 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review iqc-2030 was reviewed and no non-conformities, related to the complaint condition, were noted. Service history record: service history not applicable for this product. Historical complaint review: a review of the product two-year history indicated did not reveal any trends related to the description of the reported event. The reported event will be monitored for possible future reported event trending. Product receipt: the sample was not returned at the time of this investigation, and no RMA was given. Visual evaluation: evaluation of the complaint 2030 could not be completed as the complaint 2030 has not been returned to coopersurgical. If the 2030 should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation: evaluation of the complaint 2030 could not be completed as the complaint 2030 has not been returned to coopersurgical. If the 2030 should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause: no definitive root cause for this issue could be reliably determined at this time. Correction and/or corrective action: coopersurgical will continue to trend this complaint condition. No further corrective action is required at this time, as the complaint condition was not confirmed. No further training required at this time. Was the complaint confirmed? No.